Event description:
On april 12, 2007, the lay user/patient contacted lifescan alleging error messages ("error 3" and "error 5") with her one touch ultra meter. The patient indicated that it takes her multiple attempts before she can obtain meter readings. The customer care advocate (cca) verified that the test strips were in good condition and that the correct techniques were used for testing. Nine days earlier, the patient attempted to test on the meter while feeling low, but was getting error message on her meter. She stated that she was feeling dizzy, not speaking well, and did not known what to do next with the meter. After the attempted test on the meter, she tried to eat and felt that her blood glucose levels were not going up, so she believes that her blood glucose levels must have been really low. She also mentioned that she was out walking before she had the symptoms. The paramedics arrived and tested the patient's blood glucose. She was unable to recall her blood glucose result, but indicated that she was treated with orange juice and glucose tablets. It would be helpful to know the patient's testing frequency and her diabetes medication regimen. It would also be helpful to know how long the patient has had the error messages and if she continued taking her medications as prescribed. Based on the provided information, this complaint is being reported because the patient alleged she was getting the "error 3" and error 5" message on her meter for an unspecified time period and she claims that sometime later she developed low blood glucose levels, which required intervention from the emergency services. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.